Manufacturer narrative:
Device evaluated by manufacturer; the returned device matches with the upn and lot number provided by the customer. It is observed a damage (tear) on the distal section of the catheter and a part of the tip is detached and not returned. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire 0.014" could not be inserted due to the damage in the distal tip. Dimensional test was performed and according to measure is within specification.

Event description:
It was reported that removal difficulty and tip detachment occurred and patient died. The patient presented with severe calcification of the left circumflex coronary artery (lcx) and left anterior descending artery (lad). The 95% stenosed target lesion was located in the lcx. The guidewire crossed the lesion with difficulty and a small balloon was inflated. An attempt was made to deliver the opticross imaging catheter but it failed to cross the lesion. When the device was pulled back, resistance was encountered and the catheter tip detached and remained in the lcx. No other devices could be passed so the procedure was finished. Since it was difficult to cross even with a wire and small balloon and the patient had asked for no additional intervention (nsd) nothing more could be done and the patient expired. It was further reported that the patient died the next day due to heart failure. The patient had three previous percutaneous coronary interventions and had asked for dnr "do not resuscitate." No autopsy was performed.

Event description:
It was reported that removal difficulty and tip detachment occurred and patient died. The patient presented with severe calcification of the left circumflex coronary artery (lcx) and left anterior descending artery (lad). The 95% stenosed target lesion was located in the lcx. The guidewire crossed the lesion with difficulty and a small balloon was inflated. An attempt was made to deliver the opticross imaging catheter but it failed to cross the lesion. When the device was pulled back, resistance was encountered and the catheter tip detached and remained in the lcx. No other devices could be passed so the procedure was finished. Since it was difficult to cross even with a wire and small balloon and the patient had asked for no additional intervention (nsd) nothing more could be done and the patient expired. It was futher reported that the patient died the next day due to heart failure. The patient had three previous percutaneous coronary interventions and had asked for dnr "do not resuscitate." No autopsy was performed.

Manufacturer narrative:
Bsc aware date corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that removal difficulty and tip detachment occurred and patient died. The patient presented with severe calcification of the left circumflex coronary artery (lcx) and left anterior descending artery (lad). The 95% stenosed target lesion was located in the lcx. The guidewire crossed the lesion with difficulty and a small balloon was inflated. An attempt was made to deliver the opticross imaging catheter but it failed to cross the lesion. When the device was pulled back, resistance was encountered and the catheter tip detached and remained in the lcx. No other devices could be passed so the procedure was finished. Since it was difficult to cross even with a wire and small balloon and the patient had asked for no additional intervention (nsd) nothing more could be done and the patient expired.